Event description:
Tip broke off as it was passed through the 7x7 non-threaded cannula. The tip was retrieved, but the surgery was delayed approximately 45 minutes. This device is used for treatment.

Manufacturer narrative:
DHR review revealed nothing relevant to this event. The device was not returned and the customer's complaint could not be verified. The cause of this event could not be determined without device evaluation.